Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient felt discomfort and tenderness in the area of the implant site. There was no evidence of infection or erosion. The device was explanted and the patient was in stable condition.